Event description:
Additional information received indicating that the event was noted during an in-clinic follow up. Moreover, the rv lead was observed to be pulled back and not dislodged.

Event description:
Related manufacturer report number: 2017865-2020-23377. It was reported that there was low sensing threshold on the right ventricular (rv) lead and loss of capture and inappropriate atrial capture on the left ventricular (lv) lead. X-ray imaging was conducted and it was determined that both the rv ad lv leads were dislodged. The rv lead was repositioned while the lv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: it was reported that there was low sensing threshold on the right ventricular (rv) lead and loss of capture and inappropriate atrial capture on the left ventricular (lv) lead. X-ray imaging was conducted and it was determined that both the rv ad lv leads were dislodged. The rv lead was repositioned while the lv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.